Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
A hydrothermablation procerva procedure set was used during a hysteroscopy procedure. (B)(6). According to the complainant, during the heat up phase of the hta procedure, the physician noticed a fluid leak. A small amount of fluid was noticed at the cervix. The rep noticed the fluid loss in the reservoir and estimated it to be about 1-2cc/min, due to the small amount of fluid loss, no alarms were displayed. The fluid temperature was about 55c. The physician shut down the machine immediately after noticing fluid at the cervix and attempted the heat up phase again. Once again, a small amount of fluid loss was observed. No alarms were triggered and the cool down phase was performed. Once the sheath was removed, the rep examined it and found a small crack in the sheath assembly. The crack was located about halfway up the procerva sheath underneath the fins. During the procedure, two tenaculum stabilizers were used along with a speculum. Follow up information received on september 30, 2009, confirmed that the crack on the sheath was less than 0.5cm in length. It was perpendicular to the fins, but the fins were not damaged. The procedure was completed with another of the same device and there were no patient complications.